Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was also diagnosed with bacteremia/septicemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads also showed signs of vegetation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the clinic with a three week history of chills, fever, diarrhea and nausea. Lab word was performed and noted an elevated white blood cell count and blood cultures were positive for enterococcus faecalis. The patient was admitted to the hospital for intravenous antibiotics. A transesophageal echocardiogram was performed and vegetation was observed on the mechanical valve. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient had a redo aortic and mitral valve replacement. After the surgery the patient developed ischemic middle cerebral artery infarcts and died. The cause of death was indicated as prosthetic valve endocarditis. The patient was a participant in the post approval clinical surveillance product surveillance registry.